Event description:
It was reported that the patient received eight inappropriate shocks due to t-wave oversensing (twos). The lead sensitivity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Concomitant product: 5076 implantable pacing lead, (B)(6) 2013. (B)(4).